Event description:
It was reported that review was requested of the data from this pacemaker system. Technical services (ts) analyzed device episode data and found many ventricular episodes due to oversensing of myopotential noise on the right ventricular (rv) lead channel for the past four years. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, there was an alert for out of range shock lead impedance values. Technical services (ts) noted that the values were less than 200 ohms. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that review was requested of the data from this pacemaker system. Technical services (ts) analyzed device episode data and found many ventricular episodes due to oversensing of myopotential noise on the right ventricular (rv) lead channel for the past four years. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.